Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump had received motor error and drive support cap anomaly. The customer¿s blood glucose level was 7.4 mmol/l. The customer reported that they received a motor error alarm and changed the battery and was not able to rewind. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. The customer reported that the drive support cap was protruded. The customer was advised the pump will need to be replaced. The customer was advised to discontinue use of the pump and was advised to refer to back up plan, per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm noted. Motor passed motor test. The drive support disk was inspected and no anomaly noted.